Event description:
Medtronic received information that this transcatheter bioprosthetic valve (core valve) was implanted valve in valve into a failed edwards magna 21 mm valve. There was no information provided regarding the failure of the edwards valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).